Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported ¿stiffness, shape disfiguration and tenderness as well as suspicion of capsular contracture¿ baker grade unknown. The device remains implanted. This record relates to the left side.

Event description:
Healthcare professional reported ¿stiffness, shape disfiguration and tenderness as well as suspicion of capsular contracture¿ baker grade unknown. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.